Manufacturer narrative:
This report has been identified as b. Braun medical internal report number: (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: detailed inquiry description: IV broke off in pts arm when removing the IV. The patient was referred to a vascular surgeon and the decision was mad at this time to leave the fragment in place. It was also reported by the rn that there was a small piece of plastic catheter close to the hub but the rest was in the patients arm 2 cm fragment confirmed via ultrasound, sent for follow-up with vascular surgeon for excision and/or management. No injury reported.